Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This implantable defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that this was a gradual rise in impedance over the last year, suggestive of a physiologic change around the single coil. Discussed increasing the alert value to 150 ohms and continuing to monitor the patient. This lead remains in service. No adverse patient effects were reported.